Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with a new device (specific date not reported). Correction: the correct serial number of the device is (B)(6), not (B)(6) as previously reported.

Manufacturer narrative:
Device analysis report attached.